Event description:
Rv threshold is high, >2.5v/.4ms and has been since (B)(6)2020 when patient had radiation treatment. Testing in clinic today provided a threshold of 1v/.4ms and threshold looks "fine." High rv threshold on (B)(6)2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).